Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. Approximately nine and one-half (9 1/2) months after the index procedure, during the follow-up period, restenosis was observed in the previously implanted cypher 3.5 x 23 mm stent in distal right coronary artery (rca) target lesion. The restenosis was treated by balloon angioplasty only (poba). The patient was followed-up at a different hospital. No additional procedural details were available. Approximately seventeen months after the index procedure, the patient complained of breathlessness during exercise. Approximately seventeen and one-half (17 1/2) months after the index procedure, coronary angiography was done. A 90% restenosis was again observed inside the previously implanted cypher stent in the distal rca target lesion. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 18 atm. An additional cypher 3.0 x 18 mm stent was implanted at 18 atm. The stent was post-dilated with a 3.25 x 15 mm balloon at 20 atm with an unknown inflation time. The residual stenosis was 0%. The physician's comment was that the restenosis only occurred inside of the cypher stent, so the relationship of the restenosis to the stent cannot be denied.

Manufacturer narrative:
The index procedure was an elective case done by the femoral approach. The target lesions for the procedure were the mid and distal rca. Lesion #1-1: the target lesion was the distal rca. The lesion was reported to be: de novo, eccentric, tubular, moderately calcified, 2.51 mm vessel diameter, a 100% occlusion, and type c. Rotablator was done prior to stenting. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 8 atm. A cypher 3.5 x 23 mm stent was implanted at 18 atm for 31-60 sec. The stent was not post-dilated. The residual stenosis was 1% and the flow timi 3 post-procedure. Ivus was done. Lesion #1-2: the target lesion was the mid rca. The lesion was reported to be: de novo, eccentric, tubular, moderately calcified, 3.25 mm vessel diameter, 16.16 mm in length, a 55% occlusion, and type b2. Rotablator was done prior to stenting. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 10 atm. A cypher 3.0 x 18 mm stent was implanted at 14 atm for 31-60 sec. The stent was not post-dilated. The residual stenosis was 16% and the flow timi 3 post-procedure. Ivus was done. The product is not available for evaluation and testing. Please note that device is distributed outside the united states, however, it is similar to the united states product. A male patient with a history of unstable angina, hypertension, hemodialysis and smoking experienced recurrent restenosis post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an elective angiogram revealed lesion in his mid and distal rca. This patient's history puts him at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included heparin. The performance or recording of acts was not reported. The mid rca was described as de novo, type b2, 55% occluded, 3.25mm in diameter, 16.16mm in length, eccentric, tubular and moderately calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was first pre-dilated and rotablated prior to the placement of a 3.00 x 18mm cypher stent, at a maximum inflation pressure of 14atm. According to the IFU, the use of rotablation prior to cypher stent implantation, has not been clinically established. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 16%. The distal rca lesion was described as de novo, type c, 100% occluded, 2.51mm in diameter, eccentric, tubular and moderately calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.50 x 23mm cypher stent at a maximum inflation pressure of 18atm. According to the IFU, vessels requiring the placement of adjacent stents should be treated from the distal to the proximal aspect of a vessel in order to prevent migration of the proximal stent or disruption of its' geometry. In addition, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. Treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 1%. The patient was discharged on medications that included asa and ticlid. Nine and a half months after the index procedure, the patient underwent an angiogram that revealed restenosis of the 3.50 x 23mm cypher stent implanted in the distal rca. This was treated with ptca. Eighteen months after the index procedure, the patient experienced breathlessness while exercising. A repeat angiogram revealed a 90% focal restenosis in the same cypher stent. This was treated with ptca and the placement of another cypher stent. The products remain implanted in the patient and are thus not available for evaluation. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. According to the procedural physician, these events cannot be dissociated from the cypher products. There are patient, vessel and procedural factors that may have contributed to these events. Please note that this is the initial/final medwatch for this product.